Manufacturer narrative:
Re-sending this report to indicate a different MFR report # (3004478276-2016-00067) because the earlier submission failed with "error_message: error: there is duplicate report." (B)(4). Device is still implanted.

Event description:
The manufacturer was notified on 31 mar 2016 about the following event. On (B)(6) 2016 patient was implanted with a perceval size 23 valve, the intra-operative echo showed a good position and performing of the valve. When the surgeon was taking out the aortic cannula from the heart, the aortic wall ruptured. A mayor bleeding occurred and there were difficulties to stop it. At this time they put a new aortic side clamp, they controlled the bleeding with new sutures w/filt, clue and other blood stopping solutions. The patient chest was closed and before leaving or, echo showed good performance/no pvl. The day after echos showed a pvl and a dislodgement of perceval valve. During an angiography no occlusion of coronary ostium was detected, but pvl and perceval dislodgement were identified. The decision was taken to implant with a tavi procedure an edwards sapien 23. The pvl was stopped . After some days, due to the hypoxia during the problem when taking out the aorta cannula, the CT/angio of the pat cerebral function showed no flow, they stopped the treatment and the patient died. The surgeon reported that the patient death was not related to the perceval valve.

Manufacturer narrative:
After multiple requests for additional information, no additional information was received. The complete manufacturing and material records for the subject valve could not be reviewed to confirm that this valve satisfied all material, visual, and performance standards required for a perceval aortic sutureless heart valve at the time of manufacture and release because of the lack of device information. As the surgeon had initially stated, the patient death was not related to the perceval valve. Device is still implanted.